Manufacturer narrative:
H10: h2, h3, h6. The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection of the customer provided picture shows a quantum unit with a f4 fault displayed on the screen. Visual inspection of the unit observed a scratched lid. Functional evaluation revealed the unit has no output voltage. The unit was opened and found no issues. The complaint was confirmed from the customer provided picture but the associated cause could not be determined as the reported complaint could not be duplicated. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include a power surge in the controller or failure of an internal component. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Event description:
It was reported that the controller had a f4 hardware failure message shown in the screen, and it was not possible to use the device. There is no procedure involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.